Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2011, a customer's father contacted roche diagnostics and reported his daughter died on or around (B)(6) 2011. He said she started using a new animas insulin pump on (B)(6) 2011 and that she had been "having issues with the pump" since she got it. He reported that he got a phone call from police on tuesday, (B)(6) at 8:00 (am. Or p.m. Is not specified) asking if they could break down the door to her house because no one had heard from her in 2 days. He said they found her lying there with an empty glass of orange juice on the table. The estimated time of death, according to the coroner, was at least 14 hours prior and the cause of death was cardiac arrest due to diabetic complications. The animas insulin pump mentioned is not manufactured or imported by our firm. N/a this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).